Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that following a cataract extraction and intraocular lens (iol) implant procedure, the patient had blurry vision and an unexpected outcome. Additional information was provided by the surgeon that the patient experienced surprise myopia and decreased best corrected vision with the initial implant which resolved with the iol exchange.